Event description:
Philips received a complaint on the dfm100 indicating that the therapy was disabled. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer. The customer has performed self-test and device passed the test. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.